Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The patient reported a blood glucose result of "hi mg/dl" (over 600 mg/dl) with the subject meter. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). At the time of the alleged issue, the patient administered 10 units insulin. About 15 minutes after the alleged issue, the patient claimed she passed out and broke her wrist. Emergency medical services (ems) was contacted. The patient obtained a blood glucose result of "23 mg/dl" with the ems meter. The patient stated her wrist was put in a cast and was kept in the hospital for 2 days. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.